Manufacturer narrative:
The pump was returned to animas for device eval. Investigation confirmed that the buttons were intermittently activating the desired pump functions and that multiple presses were required for the buttons to engage. When the keypad cover was removed, the arrow button contacts were found to be misaligned and there was contamination found under all the buttons.

Event description:
According to the distributor, the pump's buttons were sticking and difficult to push. There was no adverse event associated with this complaint.